Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: surescan; product ID: 978b128 (lot: va38ttu); product type: 0200-lead; implant date: on (B)(6) 2026; explant date: on (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that pt started call by asking what sort of compensation they should expect considering their lead failure. Agent inquired further and caller noted their lead was replaced yesterday. The pt said that since implant they have had pain and about a week after the ins was implanted they had a return of symptoms. It was established at some point that the lead needed to be replaced. The caller noted two reps present yesterday and one of the reps will be sending the lead back. Agent did not inquire upon when the reps were notified as it was not stated by the pt but it would have been at least yesterday. Agent reviewed considering not placing ins into MRI mode until they get clearance to use their externals as to avoid any possible infection given the procedure that occurred yesterday.